Event description:
Event description boston scientific crm received information that this right ventricular lead intermittently displayed impedance measurements greater than 2000 ohms. Threshold and sensing measurements were within normal limits, and noisy signals were not observed during isometrics or pocket manipulation. The patient was not pacemaker dependent. Review of daily measurements (dm) noted impedance measurements had been high (1500 ohms) for the past several months. There were no dm's stored in pacemaker memory beyond the past several months.